Event description:
Medtronic received information that twenty-one days following the implant of this transcatheter bioprosthetic valve, the patient was re-admitted into the hospital for heart failure. A transesophageal echocardiogram (tee) revealed severe paravalvular leak (pvl). A balloon aortic valvuloplasty (bav) was performed and an echocardiogram showed improved pvl. A second transcatheter bioprosthetic valve was implanted valve-in-valve, resulting in trace pvl. No other adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.